Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-8970jd was received for investigation. Functional testing concluded without any issues moving the knob across the arm rack. No problem found.

Event description:
It was reported on 04/10/2022 by a facility representative via sems that an ar-8970jd joint distractor is stuck. This was discovered during a case with no patient harm.